Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to insufficient primary stability, 39 days after implant placement. Bone quality around the area was type IV, and oral hygiene around the implant was good. No significant finding was observed during the implant removal surgery. Bone augmentation material was used in implant placement surgery. The patient has since recovered.